Manufacturer narrative:
During inspection and testing, service found the coating on the bending section was peeling due to deterioration. The reported issue (loose connection of the suction valve) was not reproduced during testing. In addition, the control section was damaged due to handling, there was a leak from the insertion tube due to piercing, cuts, and scratches, the adhesive on the distal end was chipped due to stress, the connector was damaged due to handling, angulation was insufficient due to elongation of the angle wire, there was dirt on the light guide lens due to handling, and the insertion section was damaged due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during the pre-use inspection, when the suction valve was connected to the subject device, it was loose and came off immediately. The unspecified procedure was completed using the subject device after the user fixed the suction valve to the device with tape. The customer stated connection of the valve has been loose since the device was purchased but the valve connects to other devices without issue. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the bending section was peeling. This report is being submitted for the malfunction found during evaluation (peeled coating).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.